Event description:
A customer reported a past low blood glucose (bg) event, with the lowest bg level displayed as "low" and the exact value unknown. Cause was not known. The customer treated the low bg by eating cake. Recommendation was made to consult with a healthcare provider regarding diabetes management. Ultimately, the customer reverted to an alternate method of insulin therapy.